Manufacturer narrative:
The dealer is currently trying to get in contact with the end user in order to schedule repairs to the wheelchair. The end user is not answering the phone or returning messages. The wheelchair involved in this incident is not being returned for investigation. If and when more information becomes available, a follow up report will be filed. Device not available for evaluation.

Event description:
The end user was leaning toward the left and the armrest gave way. He fell and hit his head, resulting in a trip to the emergency room to stop the bleeding and check for a concussion. No more information regarding the emergency room visit is available as of this filing.